Event description:
The vigilance responsible at the hospital reported an event of revision surgery indicating that the patient underwent a surgical procedure of thr due to coxarthritis on 1993. On (B)(6) 2012, the patient underwent a revision surgery in which the surgeon explanted the involved devices.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.